Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the correct lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the phenomenon ¿the image is not displayed on the secondary monitor¿ occurred due to failure of the video switch. Conducting to a troubleshooting, customer confirmed the issue is with the non-olympus video switch they have in place. It will need to be replaced by the customer. Or they can wire the monitor directly to the cv-190. The event can be prevented by following the instructions for use (IFU) which state: to display endoscopic images, connect the output terminal of the video system center directly to the monitor. Do not make the connection via any ancillary equipment. Images may disappear during observation depending on the condition of the ancillary equipment. Evis exera iii video system center olympus cv-190 instructions (important information ¿ please read before use/warnings and cautions/warning). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occurred before procedure.